Manufacturer narrative:
This record was identified during a retrospective review of MDR's to identify records in which an event occurred, but the type of reportable event was not indicated appropriately in the MDR form. This supplement is being filed to modify information in and to align with the reported event.

Manufacturer narrative:
Investigation: the customer stated that there was no alarm or assembly error. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during an exchange procedure, there was blood loss due to a leak in the centrifuge. The amount of blood loss is unknown at this time. The procedure was ended and the machine was cleaned. The procedure was restarted from the beginning. The time taken to complete the procedure was increased. Due to EU personal data protection laws, the patient information is not available from the customer. Patient outcome is unavailable at this time. The disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the customer¿s description is of a leak in the centrifuge. Multiple attempts were made for additional information, however, no photographs or further explanation regarding this event, including amount of reported blood loss, were able to be retrieved from the customer. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. Root cause: a definitive cause of the leak in the centrifuge could not be determined. Signals in the rdf confirmed the generation of the ¿leak was detected in the centrifuge¿ alarm approximately 15 minutes into the procedure. Based on the complaint description and the presence of the centrifuge alarms, it is possible, but not limited to, that the upper and/or lower bearings on the disposable set were not properly loaded in the centrifuge arm. This would have resulted in twisting of the 4-lumen tubing in the centrifuge, which in turn increased the pressure in the channel and caused a leak. The machine performed as designed by alarming for a leak detected. Detected sprayed leaks result usually in very small volumes of blood loss during the procedure, because of the sensitivity of the detector. Per the spectra optia's essential guide, considering the max ecv of 185ml for the optia 10220 set, the worst case pooled blood loss of 175ml, and the donor's tbv of 6035ml,the max fluid balance could be (B)(6), therefore, there was no risk associated with the potential of blood loss.

Event description:
The patient's weight and gender were obtained from the run data file.